Manufacturer narrative:
Investigation conclusion: customer's observation was replicated with return urine and serum samples test results. Return urine sample were tested with return and retain devices, the test result showed hcg negative. Reference lab test result showed return urine sample hcg is 3.4 miu/ml which matched devices test result. Return urine and serum sample were tested with retain and return devices, the test results showed hcg positive. Reference lab showed return serum hcg >1,000 miu/ml which match devices test results. Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. No problem found based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received false negative urine hcg with cardinal health rapid test hcg cassette in ER, CT-scan and serum test confirmed pregnancy. On (B)(6) 2016 a (B)(6) female presented to the ER with left lower quadrant pain lasting one hour. Patient's lmp (B)(6) 2016. A "mid-stream, clean catch" urine was obtained at 9:19 am, clear, specific gravity 1.020. A cardinal health rapid test hcg cassette tested negative. Patient went for a cat scan which demonstrated a "fetus" a red top serum tube collected in the ER was taken to the lab and tested with the cardinal health rapid test hcg combo kit, which tested positive, and also on the beckman for a quantitative result which yielded 11,583 miu/ml. The patient was discharged from the ER on (B)(6) 2016.